Event description:
The pt was being fed using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver 55 ml/hr. One liter was delivered in approx 3 hrs. 500 ml were delivered in 2 hrs. There was no illness, injury or medical intervention resulting from the event. One pt involved. Note: the event date given above is approximate.

Manufacturer narrative:
Pump delevered within specs. Complaint of 31 was not confirmed.